Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple intermittent occlusion alarms. The customer's blood glucose level ranged from 80-100 mg/dl. Troubleshooting was unable to be performed by tandem technical support as the issues had occurred in the past.